Event description:
The recipient reportedly experienced migraines with device use. The recipient is an inconsistent user. Programming adjustments were made.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly given migraine medication and the recipient's migraines are under control. The recipient continues to use the device. Additional treatment details will not be provided. This is the final report.